Event description:
It was reproted that the subject programmer was intermittently automatically switch off and restart during use and, it can become stuck in a boot loop.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer was intermittently automatically switch off and restart during use and, it can become stuck in a boot loop.